Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead failed to capture. The patient was asymptomatic. Programming changes were made and the patient was in stable condition.